Event description:
It was reported that the screw would not purchase and break the cortex. Screw was removed and replaced with a different system. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
The meter was confirmed for a noisy motor.

Event description:
Reporter alleged icons were missing from the display of the compact plus system. Reporter was unaware of the alleged display issue prior to calling the manufacturer. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.